Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. H6 codes: health effect - clinical code - e2010 needle stick/puncture.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced bleeding beyond the sensor pod which occurred the day the sensor had been inserted in the arm. The patient experienced bleeding upon insertion into the following day. On (B)(6) 2024, the patient was presented to the emergency department at 7:30am. The surgeon injected lidocaine before he stitched her arm. The patient got discharged around 6:30pm the same day. There was no documentation of further medical evaluation or intervention for bleeding. At the time of contact, it was indicated that the patient was feeling normal. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.